Event description:
Bursitis trochanterica after total hip arthroplasty. This case was identified within a data review of the (B)(6) clinical study.

Manufacturer narrative:
[(B)(4)].

Event description:
Bursitis trochanterica after total hip arthroplasty. This case was identified within a data review of the (B)(4) clinical study. Update 7/26/2017: device data received.